Manufacturer narrative:
The manufacturer previously reported that the system pca was replaced in a ventilator that would not power on. The system pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the issue was found to be several shorted connectors on the system pca due to physical damage. The physical damage is consistent with the device being dropped.

Event description:
The manufacturer previously reported that the system pca was replaced in a ventilator that would not power on. The system pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the issue was found to be several shorted components on the system pca due to physical damage. The physical damage is consistent with the device being dropped.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue.